Event description:
Van driver was transporting pt in a van, was driving approx 1.5 miles from clinic to facility. The chair was restrained at 4 points by straps locked into floor. The hooks on the straps were put onto metal components of the chair by rptr. During trip the hooks attached to foot portion of chair, slipped off & during start up from a stop light, pt slipped to floor & was very seriously injured. Rptr has revised the restraint procedure to be more secure & will request directions from MFR as to input on appropriate van transport procedures.